Event description:
It was reported that during a hip replacement surgery two blades broke. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported another blade was readily available to complete the procedure.

Manufacturer narrative:
The two blades subject to this investigation were not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The handpiece associated with this MDR is as follows; (B)(4).